Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿teeth were not aligned and would not clamp.¿ the medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.052" offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by site that is related to the primary failure: the instrument failed the clip test. The instrument was unable to properly load clips on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument teeth were not aligned, and would not clamp shut. The procedure was completed with no reported injury.